Event description:
The (B)(4) adjudication committee determined that the patient experienced a peri-procedure mi based on the cardiac enzymes. The indication for the index procedure was staged percutaneous coronary intervention (pci) following previous pci. At that time, angiography revealed 75% stenosis in the distal circumflex artery. The lesion was described as 29mm in length, class b1, de novo, and heavily calcified. The reference vessel was 3.5mm in diameter. The lesion was pre-dilated with 3.0 x 20mm balloon at 13atm and a 3.5 x 33mm cypher rx stent was implanted at 13atm by direct stenting with a 0% residual. The proximal ramus was described as having 90% stenosis, 9mm in length, class a, de novo, and heavily calcified. The reference vessel was 2.25 in diameter. The lesion was pre-dilated with a 2.0 x 12mm balloon at 14atm and a 2.25 x 13mm cypher rx was implanted at 14atm by direct stenting with 0% residual stenosis. The mid right coronary artery (rca) was described as having 75% stenosis, 29mm in length, class a, de novo and heavily calcified. The reference vessel was 3.5 mm in diameter. The lesion was pre-dilated with a 3.0 x 20 balloon at 7atm and an initial 3.5 x 28mm cypher rx stent was implanted at 13atm by direct stenting. An additional 3.5 x 13mm at 15atm cypher rx stent was also implanted to the mid rca due to initial stent not fully covering the lesion. The second stent was deployed overlapping and distal from the initial stent. The stent was not post dilated and there was 0% residual stenosis. No procedure complications were reported and the patient was discharged the next day. Per the (B)(4) adjudication committee, the patient experienced a peri-procedure mi based on elevated cardiac enzymes.

Manufacturer narrative:
Concomitant medications: asprin 162mg qd, pantoprazole 40mg qd, simvastatin 20mg qd, lisinopril 10mg qd, nitroglycerine .4mg prn and diclofenec 150mg bid. Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi. This is a (B)(6) male with medical history including recent mi with pci in (B)(6) 2009, dyslipidemia, hypertension, aaa, copd, and former smoker. The indication for the index procedure was angina. Angiography revealed a 75% stenosis of the distal lcx, a 90% stenosis in the ramus and a 75% stenosis in the mid rca. The site noted that the procedure was staged. In (B)(6) 2009, the index procedure was performed to treat three target lesions. The first lesion treated was the distal lcx. Pre-dilation and implantation of one cypher stent were completed successfully. The core lab reported a 14% residual stenosis, no dissection and timi 3 flow. The second lesion to be treated was in the ramus. Pre-dilation and implantation of one cypher stent were completed successfully. The core lab reported an 11% residual stenosis, no dissection and timi 3 flow. The third lesion treated was the mid rca. Pre-dilation and implantation of two cypher stents were completed successfully. The second study stent was implanted to fully cover the target lesion. The core lab reported a 13% residual stenosis, no dissection and timi 3 flow. Peri-procedure, the ck was 54, the ckmb was 2.9 and the troponin was 0.01. Post procedure, the ck was 68, the ckmb was 4.1 and the troponin was 0.04. The following day, the ck was 107, the ckmb was 11.1 and the troponin was 0.13. Later that day, the ck was 129, the ckmb was 12.4 and the troponin was 0.25. The ECG core lab report is unavailable. ECG tracings, discharge summary and hospital lab reports were requested from the site. The site reported, "reviewed by pi. No mi. No source to send." The (B)(4) adjudication committee evaluated the elevated enzymes and has deemed this an arc peri-procedural pci. A code for mi has been added to the file accordingly. The post procedure course was uncomplicated and the patient was discharged the day after the index procedure on dual anti-platelet therapy. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15051619 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is an initial and final report. This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00101, 3003742446-2012-00102, 3003742446-2012-00103 and 3003742446-2012-00104.